Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient underwent bilateral replacements as follow: l/cat#: 3503380, sn#: (B)(6) , r/ cat#: 3503380, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample determined that the sm hps dv 310cc breast implant was found to be deflated. Findings revealed a tear at a junction at the valve system. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent a breast augmentation primary with mentor smooth round high profile, 310cc saline breast implant experienced left-sided deflation, and breast pain postoperative. As a result, patient scheduled for removal on (B)(6) 2021.